Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia, with blood glucose rising to 470 mg/dl, after a cartridge and infusion set change during which the cartridge load sequence was not completed and insulin delivery did not resume, consistent with an incomplete cartridge load and infusion set handling issue. Symptoms included hyperglycemia. Outcomes included recovery to target range after troubleshooting and completion of the cartridge change sequence. Investigation included review of device logs and user-guided troubleshooting. Investigation of this case revealed that the device registered a cartridge change, displayed a check infusion set screen, and then generated an incomplete cartridge load alert that persisted until the user later selected the infusion set and the device resumed delivery. It was concluded that user error related to an incomplete cartridge load and failure to fill the cannula led to interrupted insulin delivery and resultant hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.